Event description:
Per pt, cadd ms3 pump sn (B)(4) will not load cartridges anymore. She tried several things and can't get the plunger to move. She was not attached to pump at the time of the error. No harm to the pt. Switched her backup pump. She will return the broken pump to use, and we are sending her a replacement pump for tomorrow. No further info available. Reported to (B)(6) by pt/caregiver.